Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Event description:
Additional information was received. The customer reported that there was no visible foreign matter or clot that caused the blockage in the dialyzer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager reported that two hours into the patient¿s hemodialysis (hd) treatment the arterial head of the dialyzer had a blockage and did not allow the circulation of fluids. The machine, a fresenius 4008 v 10 machine, alarmed appropriately. Blood leak test strips were not used. The patient¿s estimated blood loss (ebl) was approximately 50 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient¿s treatment was postponed. The complaint device was reported to be discarded and not available to be returned to the manufacturer for evaluation.